Event description:
It was reported that on receipt of two devices, it was noted that there was a potential sterility breach on the packaging. It was also reported that these devices were not used on a pt and there were no delays as a result of this event.

Manufacturer narrative:
The two devices subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the packaging had been damaged. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.